Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholectomy, the device had an out of box failure and stopped working. Product would not dispense all clips, it only dispensed 3 clip. They had to use another box of the same item. There was no patient harm.